Manufacturer narrative:
The hill-rom technician found the foot tray was cracked and needed to be replaced. In the periodic inspection instructions for the sabina ii, one check point states: inspect the foot tray for cracks and secure fit on the metal frame. Verify that the foot frame is fixed securely on the base. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The root cause of the broken foot tray is likely wear or damage due to an external barrier since it has not been correctly serviced.

Event description:
Hill-rom technical support received a report from the account stating the foot tray cover was cracked. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).